Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 24 to 40 mg/dl at the time of the incident. The customer was at 96 mg/dl at the time of the call. The customer was given glucagon to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed for the low. The customer is a brittle diabetic who relies on the sensor but had run out of sensors. The caller mentioned issues with sensors. The insulin pump will not be returned for analysis.